Event description:
It was reported by the patient¿s spouse that the patient is deceased. The patient is reported to have been staying in a care center and died the same day the patient went to physical therapy. Per the family member, the patient was slumped over, having trouble breathing and very tired. The patient¿s spouse was called by the care center to report the patient was found unresponsive. No autopsy was performed and the family member alleges the device system contributed to the patient death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2012. (B)(4).